Manufacturer narrative:
Additional information received that the device had a leak in it. The patient outcome was reported to be well. System components: pump, model- 72400098, lot sn- (B)(4), mfg date- 08/22/2018, exp date- 08/21/2023, gtin- 00878953000688. Balloon, model- 72400024, lot sn- (B)(4), mfg date- 09/24/2018, exp date- 09/23/2023, gtin- 00878953000626.

Event description:
It was reported that the patient experienced a saline supplementation to the existing artificial urinary sphincter(aus) balloon. The device was not removed. A patient outcome was not reported.

Manufacturer narrative:
System components: pump: model- 72400098, lot sn- (B)(4), mfg date- 08/22/2018, exp date- 08/21/2023, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 09/24/2018, exp date- 09/23/2023, gtin- (B)(4).

Event description:
It was reported that the patient experienced a saline supplementation to the existing artificial urinary sphincter(aus) balloon. The device was not removed. A patient outcome was not reported.